Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
45 year old male with history of non-ischemic cardiomyopathy presented with acute on chronic decompensated heart failure. On 10/8 implant of impella 5.5 via axillary artery. On 10/8 during attempted extubation, patient experience atrial fibrillation with rapid ventricular response requiring medications and cardioversion. On 10/9 device noted to be rotated towards mitral valve, repositioned with resolution of ventricular tachycardia. On 10/16 underwent implant of left ventricular assist device (lvad) with explant of impella 5.5 without incident.

Manufacturer narrative:
D1 brand name was updated. Ppae( arrhythmia) : the root cause of the injury was not determined due to insufficient clinical details.